Manufacturer narrative:
Please note that the initial report indicated that the device was available for analysis but as of this date it has not been received and therefore no analysis could be conducted. The complaint report stated that the 2.25/20mm firestar ptca balloon catheter failed to deflate. The balloon was removed with no complications and no patient injury occurred. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without a product return. In the absence of any clinical detail, and with no product to examine, it is not known what factors may have contributed to this event.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation, but the product has not yet been received. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received indicated that the balloon failed to deflate and was removed with no complications. Additional procedural details are not available.